Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the low battery alarm on the imaging system was being triggered. To restore functionality, the representative reported that the x-ray and motion batteries were replaced on the imaging system. Additionally, the representative reported that battery connections were changed and the diode cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the batteries for the imaging system were not functioning as designed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: the suspected battery connector was returned to the manufacturer for analysis. Analysis found that battery connector was corroded, which could contribute to the reported problem. Analysis found that the reported event was related to a electrical issue. The suspected diode cable was returned to the manufacturer for analysis. Analysis found that acid build up and corrosion on the terminal lugs during the continuity test. Analysis found that the reported event was related to a electrical issue.